Event description:
Second event for same patient. Harmonic scalpel handpiece coming apart while performing laparoscopic procedure. Had to call for second handpiece. Harmonic scalpel did the same thing, white plastic part of scalpel mouth coming off. Called for third handpiece.